Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was also noted that the returned device indicated a damaged grommet and foreign material on set screw. (B)(4).

Event description:
It was reported that during implant of an implantable cardioverter defibrillator (ICD)&#1288;e lead could not be fixed into the header due to the screws staying on the screwdriver. The ICD was not used and was replaced. No patient complications have been reported as a result of this event.